Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
It was reported that the patient's device system was explanted due to an infection. The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after explant and subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.